Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred during drain one of four on the homechoice (hc). The home patient stated they had disconnected and did not press stop on the device. The patient indicated they had reconnected to the device. The technical service representative assisted the patient to end therapy. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns that users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The guide provides step-by-step instructions for properly disconnecting during emergencies. It also provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.